Manufacturer narrative:
B4:(B)(6)2021. The field service engineer (fse) was dispatched onsite. Upon the fse's arrival, the unit was put back in service by the hospital's biomedical department.

Manufacturer narrative:
B4:13aug2021. The case was canceled by the customer. The field service engineer did not continue with the repair of the unit. No information was received after numerous attempts to obtain information regarding the event, patient, and repair status. This complaint is being closed. If further information is later obtained this complaint will be reopened.

Manufacturer narrative:
Date of report: 28jun2021. There was no patient involvement.

Event description:
The customer reported electrical test failed. The customer identified ground leakage. The device was not in clinical use. No patient or user harm was reported.